Manufacturer narrative:
Since the initial report was filed the investigation has completed. The pump was returned for analysis, though the data logs from the console were not. No imaging of the peripheral vasculature was returned for review. The pump was run successfully in the benchtop testing and not damage was found. The pump dimensions were found to be within specification. The root cause of the limb ischemia was unable to be determined. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the low flows and limb ischemia are on-going at this time. Upon investigation completion, a final report will be submitted.

Event description:
A (B)(6) old patient was admitted in cardiogenic shock. The team placed an impella cp for support via the right femoral artery. The team consulted cardiothoracic surgery for possible bypass. While in the ICU, awaiting bypass surgery, the team observed the impella flow to drop. Troubleshooting was attempted. The team observed a thrombus present within the left ventricle (lv). The presence of clot within the lv is a noted concern within the IFU. The team chose to explant the impella. At removal the medical team also had to care for the patient as the right leg became ischemic. A thrombectomy was done.